Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, at last follow up the remaining time to recommended replacement time (rrt) was calculated to 17 months. During follow up 6 months later the device was found in rrt conditions. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, at last follow up the remaining time to recommended replacement time (rrt) was calculated to 17 months. During follow up 6 months later the device was found in rrt conditions. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, at last follow up the remaining time to recommended replacement time (rrt) was calculated to 17 months. During follow up 6 months later the device was found in rrt conditions. The subject device was explanted and will be returned for analysis.